Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a 360 degree lumbar fusion at l3-4, l4-5 using rhbmp-2/acs, combined with allograft, placed inside of a nuvasive coroent peek cage. Following the surgery, the patient continued to have severe back and leg pain. Consequently, the patient underwent additional imaging. A CT scan dated (B)(6) 2009 demonstrated that the patient had developed ectopic bone growth. The patient underwent an additional surgery to explore the l4 nerve root on (B)(6) 2010. The patient has never recovered from his surgery, and he has daily, disabling pain that prevents him from performing many basic activities of daily living.